Manufacturer narrative:
Initial reporter facility name: (B)(6). Initial reporter phone no. - (B)(6). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the twist clamp of two (2) peritoneal dialysis (pd) transfer sets could not be closed. The event was further described as the clamp was ¿too tight¿ and ¿difficult to open and close¿. This occurred during use for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the evaluation was completed for both returned samples. Visual inspection did not identify any abnormalities, that could have contributed to the reported condition. The detent (notch) and lead in was present on the twist clamp for both devices. Functional testing including leak, clear passage, clamp function, and torque engagement testing were performed, with no issues noted. The reported condition was not verified for both samples. A batch review was conducted, and there were no deviations found related to this reported condition, during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.